Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the power supply. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator would irregularly reset. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
A power supply was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no anomalies were found. The returned components were installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was isolated to a component (q2) had a short circuit, (r15) component had an open circuit, thermistor had thermal damage on the printed circuit board (pcb). If information is provided in the future, a supplemental report will be issued.